Event description:
It was reported that patient's leads were explanted and replaced with penta during 10jun2020 surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-02420. It was reported that following a fall, it was discovered that the patient's leads had migrated and the patient was no longer receiving adequate therapy. The patient underwent surgery on (B)(6) 2020 wherein their leads were revised. Patient is stable.